Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. The name, phone and email address of the initial reporter are not available / reported. Conclusion: the healthcare professional reported that the 5 x 33mm embotrap ii revascularization device (et009533 / 19f019av) was used for the first pass during the mechanical thrombectomy procedure to treat an occlusion at the m2 segment of the middle cerebral artery (mca); a modified treatment in cerebral infarction (mtici) score of 2b was achieved but a ¿tiny¿ perforation was confirmed after the procedure. It was reported that the physician does not consider the event serious because the perforation was ¿not huge.¿ based on complaint information, the device was not available to be returned for analysis. A review of the device history (DHR) records confirms that there were no issues with the assembly of the lot 19f019av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. Vessel perforation is a well-known extensively documented potential complication associated with endovascular mechanical thrombectomy and is listed in the embotrap instructions for use (IFU) as such. The root cause of the event cannot be determined based on the limited information available for review; however, clinical and procedural factors including vessel characteristics, tortuosity, device selection, and mechanical manipulation of devices within the artery are all factors that may contribute to dissection/perforation. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 5 x 33mm embotrap ii revascularization device (et009533 / 19f019av) was used for the first pass during the mechanical thrombectomy procedure to treat an occlusion at the m2 segment of the middle cerebral artery (mca); a modified treatment in cerebral infarction (mtici) score of 2b was achieved but a ¿tiny¿ perforation was confirmed after the procedure. It was reported that the physician does not consider the event serious because the perforation was ¿not huge.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 3/5/2020. E.1: initial reporter phone: (B)(6). The initial reporter email address is not available / reported. [Additional event information]: the healthcare professional reported that the 5 x 33mm embotrap ii revascularization device (et009533 / 19f019av) was used to make one pass during the mechanical thrombectomy procedure to treat an occlusion at the m2 segment of the middle cerebral artery (mca); a modified treatment in cerebral infarction (mtici) score of 2b was achieved but a ¿tiny¿ perforation was confirmed after the procedure. A velocity® microcatheter (penumbra) and an axs catalyst 7 aspiration catheter (stryker) were also used as ancillary devices. It was reported that the physician does not consider the event serious because the perforation was ¿not huge.¿ the reporting physician also stated the following pertaining to the embotrap device performance during the procedure: ¿I think that it is good for thick blood vessels (ic etc.), but in the blood vessels around the distal m2 where the meandering is tight, the outer gage didn¿t open widely and it is difficult to operate with unsheath, but continued use it with ic-m1 get evaluation.¿ vessel perforation is a well-known extensively documented potential complication associated with endovascular mechanical thrombectomy and is listed in the embotrap instructions for use (IFU) as such. The root cause of the event cannot be determined based on the limited information available for review; however, clinical and procedural factors including vessel characteristics, tortuosity, device selection, and mechanical manipulation of devices within the artery are all factors that may contribute to dissection/perforation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.